Event description:
It was reported that an alert was given due to noise on the near-field channel. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.